Event description:
Clinic notes were received by the MFR which revealed that the pt averaged two to four seizures per month until (B)(6) 2010 when he had eight to ten seizures per month. His medications were changed to try and control his seizures which resulted in a mild reduction in his seizures. The neurologist does not know the relationship of the increased seizures to vns or the relationship of the increased seizures to pre-vns seizure frequency levels. Attempts for add'l info have been unsuccessful thus far. A battery life calculation was performed with the history available in the in-house programming database. The results were negative years until eri=yes.